Manufacturer narrative:
Other, other text: additional information: no patient involvement. Device evaluation: the device was returned for evaluation. Examination showed a counterfeit tamper seal on the pump, indicating the device casing had been opened but not by smiths medical. Functional testing was performed; this showed the device had an intermittent motor not running condition. Internal examination of the device showed wear on several components that could induce this type of alarm. The device issue was determined a result of normal wear.

Event description:
Additional information: no patient involvement.

Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on right plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion test were performed. The customer reported problem was confirmed. According to the investigation motor not running error was found intermittently during occlusion test. The investigation reported that the reported issue was caused by combination of worm coupling, worm gear, leadscrew and clutch halves that were found dirty with old grease due to normal wear. Investigator replaced the pump worm coupling, worm gear, leadscrew, and clutch halves. Performed pm maintenance and all functional testing passed. The problem source of the reported problem is normal wear.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited motor not running error. No adverse effects were reported.